Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred. The target lesion was 90% stenosed and located in the right coronary artery. The lesion was treated multiple times with balloon angioplasty, and one of the balloons was noted to rupture when expanded against the calcified lesion. Imaging was performed and no anomalies were noted. A temporary pacemaker was then inserted and the viperwire guide wire and oad were inserted. The lesion was treated with one pass of the oad. Imaging was performed and a perforation was noted. Balloon tamponade was performed and multiple stents were placed to resolve the perforation.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received by csi indicating that during the initial perforation event, the pressure of the patient decreased and a pericardiocentesis was performed. When the perforation was resolved the access site was closed, however an additional perforation was seen via imaging. Access was reobtained, however while advancing the guide catheter an ostial dissection occurred. The perforation and dissection were resolved with stent placement and the patient was stable following the procedure.

Event description:
Additional information received indicated the clinical event committee reviewed images and concluded that the use of the diamondback 360 coronary orbital atherectomy device may have contributed to a myocardial infarction.

Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that myocardial infarction is a potential adverse event that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Manufacturer narrative:
Csi ID# (B)(4).

Event description:
The outcome of the procedure was completed with 0% residual stenosis and timi flow 3. The patient was admitted to the ICU from (B)(6) 2017 through (B)(6) 2017. The patient was discharged to rehab from the general hospital on (B)(6) 2018.